Manufacturer narrative:
This report is submitted on april 4, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced drainage, granulated tissue and recurrent skin issues at the implant site. Subsequently, the patient underwent multiple skin revisions. The first, on (B)(6) 2016, was performed in order to excise skin at the implant site. Silver nitrate was applied and the site was sutured. On (B)(6) 2017, the patient underwent skin flap revision surgery to excise skin hypertrophy and overgrowth at the implant site. On (B)(6) 2017, the patient underwent revision to drain a hematoma at the implant site, and reduce soft tissue at the implant site. The abutment was removed to facilitate healing at the implant site. The implanted fixture remains.